Event description:
Legal department received a phone call from the patient's attorney alleging the patient was revised. The reason for revision is unknown. Update: 12/16/2005 - legal received medical records indicating that the patient was revised in 2005 due to pain and loosening. It is unknown at this time what component(s) was removed.